Event description:
It was reported that during a filter implantation procedure deployment issues occurred. A greenfield filter was placed in the inferior vena cava and upon deployment it was noted that the legs crossed. The physician ballooned the crossed legs, which partially opened. The filter remained implanted and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).